Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter defective / damaged. It was reported by customer that the nexiva catheter is shearing during advancement. The nurse stated they did not re-cannulate the IV. They feel resistance when threading and when they pull the IV out, they notice the catheter is sheared. Over the last two weeks the customer has experienced several instances where the nexiva catheter is shearing during advancement. The nurse stated they did not re-cannulate the IV. They feel resistance when threading and when they pull the IV out, they notice the catheter is sheared.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect was observed. Bd determined that the cause of the failure was related to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.